Event description:
When did it occur? After use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? Yes. If they were used, was something attached to them? Nothing is attached. Returned quantity: 1. Details of the event (timeline, history, etc.): when taking off the needle from the pen in the disposal box, the back needle was stuck in the rubber stopper of the pen injector.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.